Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset it without recurrence of malfunction code, and was advised to continue using pump and to call back if malfunction code returned.